Manufacturer narrative:
Although the actual device involved in the complaint was not returned to the manufacturer, photos were provided by the user facility. A visual inspection of the photographs provided was performed, and it appears that the device was possibly tampered with, cut or came into contact with some sort of sharp object. The initial reporter stated that to his knowledge, there were "no sharp objects and no cutting." Based on the fact that the manufacturer never received the actual device and the fact that no complaints of this nature regarding this device have ever been brought to the attention of the manufacturer, the complaint could not be confirmed and no design changes were made. The clinical complaint questionnaire completed by the user facility, as well as the photos taken by the facility, are provided with this report. A follow-up report will be submitted should any further information regarding the issue become available. This is the final report.

Event description:
A report was received that the device developed a "visible crack while on the patient." Hospital staff "removed the device and replaced with another one." No harm came to the patient as a result. As of the date of the manufacturer being made aware of the issue, the patient's condition was described, "still in nicu on life support."